Event description:
Edwards received information that this 27mm pericardial mitral valve, implanted approximately seven (7) years, was explanted due to prosthetic stenosis.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
No further information is available.

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated heavy calcification on leaflets 2 and 3, minimal calcification on leaflets 1, and calcification on the host tissue near commissure 3. X-ray also demonstrated commissures 2 and 3 bent inwards. Calcification restricted mobility in the leaflets and let to stenosis. There was a tear of approximately 4mm on leaflet 3 near commissure 3. Calcification was near the region of the tear. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 1 at the outflow aspect and approximately 9mm on leaflet 2 on the inflow aspect. Host tissue around the stent circumference was heavy on the outflow and inflow aspect. As received, approximately 75 percent of the sewing ring had been cut. Method: x-ray. Additional manufacturer narrative: customer report of stenosis was confirmed. The product evaluation identified the contributors to stenosis as calcification and host tissue overgrowth. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, this patient's medical history included renal failure which is a known contributor towards calcification of bioprosthetic heart valves. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.